Event description:
Event description cpi received information that this patient's large patch lead (0041) was removed from service and capped, due to high shocking impedance. A new lead system was implanted.